Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reporting an adverse event of change in facial colour in the injected area and suspected vascular embolism after injection with juvéderm® voluma¿ with lidocaine. Patient was treated with hyalase for two days.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reporting an adverse event of change in facial colour in the injected area and suspected vascular embolism after injection with juvéderm® voluma¿ with lidocaine. Patient was treated with hyalase for two days.